Manufacturer narrative:
While reporting the event, the customer also noted the usage frequency of the subject device was not ¿that high¿. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The ultrasonic probe was found damaged, and the image was not displayed. Additionally, as noted, the insertion tube was damaged and leaking. The damaged portion of subject device had allowed foreign fluid invasion to the unit. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that during procedure preparation when connecting his olympus ultrasonic probe, the ultrasound image would not appear. According to the initial reporter, the intended procedure was completed by replacing the subject device with a similar one. The customer confirmed that this event did not result in any patient harm. During the device evaluation, it was discovered that the insertion tube had been broken and was leaking. This report is being submitted to capture the leakage of the insertion tube confirmed during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the hole in the tip sheath and the leak of ultrasonic medium occurred due to stress and the blood the perforation site is likely due to the hole made in the apical sheath. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.